Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. The customer's nephew administered glucagon to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.